Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on (B)(6). The pt stated since yesterday taking a long time to charge the implantable neurostimulator (ins) . Pt states they see poor quality and was able to get to 100% but takes forever. Patient services (pss) advised to reset controller and after reset confirmed blinking green light. The troubleshooting steps that were taken on the call resolved the issue. Pss advised to monitor and see if issue continues. Additional information was received from the patient (pt) on 2023-03-28. The pt called back and stated it's taking 2 hours to charge the ins from 50% to 60% at excellent quality. Patient stated something was wrong with the external devices. Controller shows ins 90% and controller 100% charged. Patient stated the controller was dropped but there is no damage on the controller. Patient services (ps) asked if patient had fall or trauma and patient said no. Ps reviewed the external devices seem to be functioning as intended. Ps recommended the patient consult with their healthcare provider (hcp) for next steps. Patient stated they did not have a hcp in the area. Ps sent an email physician listing to the patient and reviewed reps role. Patient stated she has a rep that she will contact.